Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The insulin pump had missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they could not fix reservoir. Customer¿s blood glucose was 100 mg/dl at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and was returned for analysis.